Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms: after procedure. It was reported that two days after an uneventful right internal carotid artery stenting procedure, the pt was found on his knees with blood around his mouth. CPR was initiated by his wife and was continued by emergency medical technicians. Defibrillation was also attempted without success. The pt expired at home. Info received indicate events leading to the pt's death include his pre-existing pulmonary issues. Although requested, there is no add'l info available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device information. Study event. The device remains in the pt. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.